Event description:
It was reported the customer received the following results on the aviva meter, compared to a professional meter, within 10 minutes: 299 mg/dl (aviva meter) and 123 mg/dl (dialysis meter). No adverse event reported. Return of the suspect device was requested for evaluation.